Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to extend the helix multiple times. The physician thought that the stylet did not go through to the end of the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleevehead and would not fully extend at time of analysis. Stylet returned with the lead was fully inserted into the lead, and removed without resistance or anomalies. If information is provided in the future, a supplemental report will be issued.